Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026, wherein the leads were replaced and the ipg was repositioned and replaced to address the issues. Therapy was restored post-operatively.

Manufacturer narrative:
Correction - d2a: product information updated to correct system. Correction - d4: product information updated to correct system. Correction - d6a: implant date updated to correct system. Correction - d10: concomitant medications updated to correct system.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site due to the ipg flipping sideways. Lead migration was confirmed via x-ray. As a result, surgical intervention may be undertaken to address the issue.